Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient (B)(6) received an scs system including a surgical lead on (B)(6) 2011. It was reported that when the patient utilized one of her set programs at high settings she experienced itching in the area for which she previously received therapy as well as one episode of fecal incontinence. The reported symptoms are said to only occur when the stimulation is functioning. The physician suspects that the high settings are causing stimulation of the patient's sacral nerve resulting in the reported issues. In an effort to resolve this matter, the patient was given a number of new programs with lower amplitudes.